Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during analysis as the stylus was broken. It was also noted that the screen flickered with stripes presented after powering up. The display flex cable and stylus assembly was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.